Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels that showed immediately upon burning. The user did not let off the foot pedal nor did the user lower the laser power. The physician did however perform a biopsy prior the ablation procedure. There were no patient complications reported in relation to this event.